Event description:
A complaint was reported that during an afib procedure, the carto 3 system displayed a "piu built-in test failed" error message. The event description provided by the customer was not indicative of a reportable complaint. However, later on biosense webster was made aware that the procedure had to be postponed due to the reported problem, after the transseptal puncture had been performed. The patient was under probofol sedation for about 30 minutes until the case was postponed. This procedure was not an emergency procedure. The patient does not have any comorbidity condition. No complication or patient injury was reported. Bwii became aware of this reportable malfunction on (B)(6) 2010.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). The procedure had to be postponed due to the reported problem, after the transseptal puncture had been performed. The reported problem was that c3 application was displaying error message "piu bit failed". The piu led for the magnetic loc card was red, while all the other leds were green. The lp extension cable looked physically damaged on the piu side. The lp extension cable was replaced, and it solved the issue. The device history review was performed. No anomalies were noted in manufacturing or service of this device.